Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. There was no reported adverse impact to the customer¿s blood glucose level. Although requested for backup insulin therapy, no additional information was able to be obtained.

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.